Event description:
The patient reported that he had a slight reaction to form the plug we sent to his doctor for allergy testing.

Manufacturer narrative:
There was no failure of the device to function as intended reported. Problem related to patient condition.